Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose events after starting a replacement ilet pump, including a continuous glucose monitor reading of 68 mg/dl lasting about 20 minutes, which resolved after treatment with oral carbohydrates (juice), and the patient expressed concern about nighttime alarms while using a g7 sensor. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.